Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and did not require assistance from a third party. The customer resolved the issue by changing the infusion set and cartridge, and resuming insulin delivery.